Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the error message first appeared on an unknown date within the ¿last few weeks¿. The patient stated that they manage their diabetes by self-adjusting their insulin dosage and they did not make any changes to their normal diabetes management routine as a result of the alleged product issue. A ¿few hours¿ after the product issue began, the patient stated that they experienced the symptoms of ¿sweating and shaking¿, however, the patient did not receive any form of medical treatment as a result of these symptoms. At the time of troubleshooting the cca noted that there was no misuse of the product and the issue could not be resolved. The products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 3/23/2015 device evaluation.the lay user/patients meter has been returned on 3/13/2015 and further evaluated by lifescan product analysis on 3/17/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. Analysis was not possible for the test strips involved with this complaint due to the patient returning an empty vial of strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.